Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted that the balloon had a cut. The lock collar, valve seal and doors appeared intact. The obturator and inflation syringe were received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related condition. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the balloon did not inflate.